Manufacturer narrative:
Initial

Event description:
It was reported that during a full supply change for the ilet, the patient did not have the labeled syringe and proceeded contrary to instructions, did not fully lock the infusion set connector, and could not visualize drops from the infusion site with a reported blood glucose of 235 mg/dl. The agent assisted with cartridge replacement, but the patient remained unable to confirm flow and chose to pause the ilet and revert to subcutaneous insulin via pen, with guidance to wait at least two hours before reconnecting. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included unexpected medication intervention and a delay to therapy. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified involving improper or incorrect procedure related to the cannula and connector handling. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.